Event description:
Patient called to report an issue he¿s experiencing with his true metrix glucose meter. He stated that for the last few months the device has been giving him inaccurate readings. He said one day it reads high and the next day it reads low and due to these inaccurate readings, he has experienced both hyperglycemia and hypoglycemia. Patient stated he was going to make some calls and look into getting a replacement device.